Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse provided the customer the part information to replace the touchscreen.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.